Manufacturer narrative:
(B)(4). Actual device evaluated. Returned test strips produced error message and black chemistry was observed. Device operated as intended. Qc investigation of products returned determined most likely root cause is improper storage. Investigation 12/16/2015.

Event description:
Customer complains of e-3 error message. Customer states the e-3 appeared as soon as strip was inserted into meter test port. Customer feeling well. Provided detailed information in regards to the e-3 error message, does it occur as soon as test strip is inserted or when blood sample is absorbed. Verified that customer is using proper test strips, within expiration date and opened within 120 days. Customer confirms proper storage of the test strips. Customer confirms the test strips were not left out too long and that the vial of strips was not left open. Instructed the customer that storing the strip outside of the vial too long exposes the strip to moisture and may cause an e-3 response. Test strips expire - 11/26/2016 and were first opened - (B)(6) 2015.